Manufacturer narrative:
An event regarding revision involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. A size 4 triathlon cs insert was implanted. Update july 06, 2018: sales rep reported suspected loosening but all devices were well fixed and only insert was revised